Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her son's infusion set's tubing detached at the quick release/site connector while the patient was sleeping. They experienced this issue for three times in eight years, but it occurred last night, two-night last week and once the week before. The site location was patient's hip, and the pump was just beside him. Moreover, the infusion had been used since tuesday. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.